Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Three photos were received for evaluation. The first one shows a top view of a three-way all silicone foley catheter and syringe. The next photo zooms in to the deflated balloon and tip. The last photo shows the catheter's cap with the lot nghw3679 printed on it. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter: no physical defects present. Inflated balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with returned syringe. The catheter rested with no leaks noted, however solution was noted leaking to the drainage funnel indicating lumen to lumen leak when it was attempted to deflate the balloon. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from the foley catheter balloon.